Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation has not been completed.

Event description:
A medtronic representative reported that after a spinal procedure, the spine software on the navigation system became unresponsive and an error message "no signal" displayed. The system was rebooted and was fully functional. There was no impact to the procedure or patient as this occurred after the procedure.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.